Manufacturer narrative:
Manufacturing review. Sterilization process review. The review of the manufacturing and sterilization paperwork verified that this lots met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to infection.

Event description:
On (B)(6) 2014, the patient underwent an endovascular procedure using gore® excluder® aaa endoprostheses (rmt231812j/ 12962823, pxc141000j/ 12649942) to repair a bilateral common iliac aortic aneurysms. On (B)(6) 2015, follow-up images showed the suspected aneurysm infection. The cause of the infection was reportedly unknown. The treatment with anti-biotic medication began. On (B)(6) 2015, the patient underwent an open surgery to repair the infected aneurysms. The devices were explanted and the vasculature was surgically repaired. The patient tolerated the procedure.